Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd eclipse¿ needles' safety shields broke off. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the safety shield broke off (2), and syringe needle connectivity issues (3)".

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 unspecified bd eclipse¿ needles' safety shields broke off. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of the safety shield broke off (2), and syringe needle connectivity issues (3)".